Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient reported that the p-cap needle had separated possibly broken from cap and was lodged in septum of reservoir. No further information available.